Event description:
It was reported the patient presented in clinic for follow up. Upon attempted interrogation, communication could not be established with the device. The device was part of the premature battery depletion advisory. It is unknown whether the inability to interrogate the device was related to premature battery depletion. The device was explanted on (B)(6) 2019. The patient was recovering following the procedure.

Manufacturer narrative:
The field complaint of failure to communicate was confirmed. Final analysis found that upon return, the device failed to communicate. The complaint could not be verified. Further analysis was not performed.

Event description:
New information received indicated that the patient was stable throughout the procedure.